Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had prn orders not reactivating when patient returns from loa. The customer stated that this was a recurring issue at their facility and could pose a patient safety risk, as prn meds are often needed for emergent situations. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that prn orders not reactivating when patient returns from loa. Technical support specialist had stated that the loa messages were found incompatible with es, and the issue was escalated to adt support. No further information was available.